Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of and angiojet solent proxi thrombectomy with no other devices. The pump, shaft, and tip were microscopically examined and it was observed there was observed that there was a break in the hypotube 52cm from the tip of the catheter. Functional testing was done by placing the device in the console and during prime the console gave a ¿check saline¿ error. The device would not functional due to the hypotube break. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on the product analysis completed on december 14, 2016. It was reported that when contrast was inject to the side port of an angiojet® solent¿ proxi catheter, during prep for an angiogram, the contrast went back up the catheter towards the ultra console unit rather than out the catheter. After multiple attempts, this continued to happen so the catheter was replaced to complete the procedure. No patient complications were reported. However, the returned product analysis revealed that the hypotube was broken.